Event description:
Spontaneous abortion, ectopic pregnancy, false negative hcg (pregnancy) test result. Report received in april 2004 from a healthcare facility regarding a pt, who was diagnosed with an ectopic pregnancy and experienced a spontaneous abortion after testing negative on the contrast ii hcg combotest. Two months earlier the pt requested that a pregnancy test be performed because they thought they were pregnant (date of last menstrual period unspecified). The pt tested negative on the contrast ii hcg combotest. No interventions or treatments were administered based on the negative contrast test results. Confirmatory pregnancy testing (test not specified) was performed 4 weeks later however results were not provided. Subsequently, on an unspecified date, the pt returned to an emergency department with severe right lower quadrant pain. Ultrasound showed possible right ectopic pregnancy. The reporting physician indicated that the pt had been attmepting to conceive, and estimated that the date of conception was prior to about 2 weeks ago. According to the reporting physician, laparoscopy was performed on an unspecified date, during which "no ectopic was identified-spontaneous abortion." The pt was not taking concomitant medications. The relationship between the negative contrast ii hcg combotest and the ectopic pregnancy was reported as probable, per the reporting physician. The relationship between the negative contrast ii hcg combotest and the spontaneous abortion was not provided. Info regarding the pt's outcome was not provided.